Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, dizziness, headache, asthma, shortness of breath, congestion, postnasal drip, sore throat, and respiratory tract irritation. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged that the nose irritation, dizziness, headache, asthma, shortness of breath, congestion, postnasal drip, sore throat, and respiratory tract irritation. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found and no secondary findings were observed. Pil observed the following from an external and internal inspection: a slight dust like contaminate on the top enclosure, keypad, rear panel, bottom enclosure, accessory module flip door, interior of the ui (user interface) panel, and the blower motor. Potential no clean flux on the sd (secure digital) card slot on the pca (printed circuit assembly). The sd card and philips pollen filter were missing from the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt. Pil is unable to directly address the symptoms specified. Box d and box h was updated in this report.